Manufacturer narrative:
Device remains in the patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision due to a burning sensation at the pocket site. The ipg was moved to a more comfortable area for the patient. The patient was reportedly doing well after the revision.